Event description:
It was reported that the patient mentioned that systems that broke down due to cracks or shorts were due to normal wear and tear on the spinal cord stimulator (scs). Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# l40760, implanted: (B)(6) 1997, explanted: (B)(6) 2004, product type: lead; product ID 7495-10, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2004, product type: extension. (B)(4).